Event description:
Procedure type: rectopexy. According to the reporter: trouble occurred during the first firing. A cracking sound was heard from the stapler and the jaws were opened unintentionally. The device was removed from the tissue, and it was confirmed that the staples were not formed when the tissue (about 15mm) was cut. The unformed staples were removed and additional resection was done with new stapler and new cartridge. A covering stoma was made and the procedure was completed. There was oozing. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).